Manufacturer narrative:
Updated blocks: d4, h4 and h6. The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The ccu was ran at different speeds and conditions with no finding of any faults. No failures were identified in the log analysis. Release testing was preformed. The unit operated to the manufacturer's specifications. Per data log review, on (B)(6) 2021 the centrifugal was started, ran at different speeds, and stopped many times. No errors were logged indicating that the actual speed was off enough to cause an underspeed, or overspeed event. The log does not confirm the complaint. The observed fluctuation could have been not enough to cause an error in the log.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal controller unit (ccu) revolutions per minute (rpms) were fluctuating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.